Event description:
The customer reported non-reproducible troponin I (access® accutni+3) results, for one patient, involving the unicel® dxc 600i synchron® access® clinical system. An initial result of 1.67 ng/ml was released to the hospital and questioned by the physician. The customer was unaware of any impact to patient care. There has been no report of patient consequence associated with this event. The customer reanalyzed the sample two times, on the same instrument, which generated results of 4.41 ng/ml and 0.26 ng/ml, respectively. The sample was then analyzed on an alternate access® 2 system and produced a result of 0.05 ng/ml which correlated with the patient's clinical condition; the result was issued to the physician. The patient's sample was collected in serum separation tube (sst) and centrifuged at 3,700 rpm (rotations per minute) for seven minutes. The sample was then loaded through the closed tube aliquoter (cta) unit. No sample integrity issues were noted. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced all mixers, spinners and bearings. The fse noted the bearings had dust buildup which could inhibit spinning. The fse performed passing quality control, system check, and precision test. Service activity performed met the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Results: spinner. In conclusion, system hardware, associated with the dust buildup on the bearings, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.